Event description:
Pt suffering from acute myocardial infarction wiith cardiomyopathy on intraaortic balloon pump. Pump alarmed stating "blood in catheter." Pump shut down and new one attached when no blood seen on visual inspection. As soon as new pump started, blood visualized in catheter. Pump shut off, md notified, and attempt made to remove iab at pt's bedside with plan to take or if unsuccessful. Pt suffered cardiac arrest during attempt at removal and expired. Presumptive rupture of balloon. Preliminary autopsy results show tear in aorta.